Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath. The patient also alleges cough, lung issues and sleep dysfunction. Section b3 and g3 was incorrectly reported in previous report, which is correctly reported in this follow up report. In h6 section, health effect - clinical code - 4457, 4464, 2517 was missing in the previous report, which is now updated in this follow up report.